Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a quadriceps tendon surgery on an unknown date and suture cord was used. The surgeon tried to pull cord through hole that had been drilled into bone (hole diameter 2,5 mm). Needle separated from cord when pulled through tissue without using much force. Needle was retrieved immediately. Surgery continued with same like product. No adverse patient consequences.